Manufacturer narrative:
Concomitant medical products: 407645 lead; implanted (B)(6) 2006. 407645 lead implanted 20-feb-2006

Event description:
It was reported that the patient was seen in the emergency department due to a pulsing sensation in their head and feeling pacing, especially when laying on their left side. Phrenic nerve stimulation due to the left ventricular (lv) lead was suspected. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.